Event description:
Patient reported experiencing elevated blood glucose 580 mg/dl. Her normal blood glucose level is 62-300 mg/dl. Her physician recommended level is 200 mg/dl. She indicated that the elevated blood glucose was caused by a kidney infection for which she was hospitalized. The infection was treated with antibiotics. Patient stated that she received an 07 (system alarm) alarm. She discovered that she had been using expired power packs. Patient replaced the power packs and the infusion device functioned properly. Patient stated that she administered insulin injections to address the elevated blood glucose issue. She did not report experiencing any symptoms associated with the elevated blood glucose level. The patient did not report assistance by a helathcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.